Manufacturer narrative:
Lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to a systemic inflammatory response syndrome with an unclear source. Blood cultures were performed, which tested positive for staphylococcus aureus bacteremia. The patient underwent removal of the cardiac resynchronization therapy defibrillator (crt-d) system, and following the procedure (in the evening), the patient went into multifactoral shock (hemorrhagic, septic and cardiogenic). The patient was treated with intravenous antibiotics and remained hospitalized. The patient received a new crt-d system approximately two weeks following explant. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.